Manufacturer narrative:
Return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted hemicolectomy-right surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and would not apply on the superior mesenteric vein. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The issue occurred while the surgeon attempted to clamp on the cystic duct. The issue was related to an unsuccessful application. The clip fell off and it did not engage and latch using the large hem-o-lok clip applier instrument. The subject large hem-o-lok clip applier was on the 1st application when the incident occurred. The issue was resolved with a backup clip applier instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the clip fell inside the patient's anatomy and was retrieved during the same surgical procedure.